Event description:
It was reported there was a pump volume discrepancy. The actual residual volume was greater than the expected residual volume; specific values not reported. It was stated they pulled 20ml out of the pump and were expecting much less. Troubleshooting was being planned. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model 8590-1, lot# n292475, implanted: (B)(6) 2011, explanted: unk.

Event description:
Additional information: it was later reported that patient had "either a disconnect or kink in his catheter which was subsequently fixed in the or". Patient was now receiving therapy without issue. Drug delivered via the device was lioresal at 500mcg/ml.